Event description:
It was reported that this right ventricular (rv) lead was repositioned approximately eight days after initial implantation due to a dislodgement. It was noted that there was loss of capture and the patient experienced dizziness and shortness of breath. The dislodgment was confirmed via fluoroscopy. This lead remains in service. No additional adverse patient effects were reported.